Manufacturer narrative:
Device code c63043 was incorrectly submitted on the initial report for the melody device. MFR report number: 2025587-2019-03915. Corrected data: h.6 - device code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: shahanavaz s et al. Intentional fracture of bioprosthetic valve frames in patients undergoing valve-in-valve transcatheter pulmonary valve replacement. Circ cardiovasc interv. 2018 aug 3;11(8):e006453. Doi: 10.1161/circinterventions.118.006453. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an effort to identify patient-related, valve-related, or technical factors associated with outcomes of attempted intentional bioprosthetic valve frame fracture in patients who underwent transcatheter valve-in-valve replacement in the pulmonary position. All data were retrospectively collected from 13 centers. The study population included 37 patients with a mean age of 21 years. Of those, 28 were identified as having been implanted with medtronic melody transcatheter pulmonary valves and 3 were previously implanted with medtronic mosaic bioprosthetic valves in the pulmonary position. No serial numbers were provided. Among all mosaic patients, adverse events included: bioprosthetic pulmonary valve dysfunction that required transcatheter valve-in-valve implantation. No other details were reported. Based on the available information, medtronic product was associated with the adverse events. Among all melody patients, adverse events included: valve malposition, residual pulmonary valve stenosis, and a pre-stent dislodged and embolized into the main pulmonary artery during advancement of the melody delivery catheter system that required surgical removal of the pre-stent and valve replacement. Other adverse events observed: retroperitoneal hematoma that required hospitalization and blood transfusion. It was noted that there was no evidence of active bleeding from the vascular access sites related to the retroperitoneal hematoma. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.